Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 1/12/2017 that 2 sign step screws implanted to repair a fracture were replaced due to a non-union. The step screws were replaced with longer screws per the sign technique manual. Surgeon comments: "2 proximal screws of larger size inserted."